Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the handle was intact. The device was received with the capsule completely closed. The deployment knob appeared to retract and advance the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. The tip-retrieval mechanism was intact. Delamination was observed over the nitinol reinforcing frame along the proximal section of the capsule. There is a break observed in the capsule nitinol reinforcing frame near the proximal end of the capsule. The inner member shaft and spindle hub appeared intact with no evidence of damage. The device was returned with the end cap/screw gear snap fit connected. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The reported event indicates that during valve deployment, the valve dislodged. Potential factors that can influence dislodgement include tension applied on the delivery catheter system (dcs) during positioning, calcification levels and size/shape of the native anatomy. In this case, it was reported that the valve dislodged due to the patient's functioning bicuspid valve. However, the cause of the dislodgement cannot be conclusively determined with the limited evidence available. Dislodgement events do not typically indicate a device malfunction or a failure to meet manufacturing specifications. The reported event indicates that the dislodged valve was able to be recaptured. Recapturing is a feature of the evolut system that allows for additional attempts at accurately positioning the valve. Following the recapture, it was reported that a capsule fracture was observed on the dcs. The subject dcs was returned to medtronic for analysis. A break was observed in the capsule near the proximal end of the capsule, confirming the reported event. Procedural images were also received for review. There was a valve load check image which showed a good load. The imaging provided also confirmed that during the implant procedure damage occurred to the proximal portion or the capsule. The imaging also confirmed that there was severe calcification present in the aorta. Based on the investigation completed into capsule separation, there is no evidence that the product fails to meet specification and these events are most likely not related to a fault condition of the device. The exact root cause of capsule separation is unknown however, patient anatomy (vessel tortuosity <(>&<)> calcification) and use conditions due to challenging anatomy (insertion angle, force required to advance, torqueing of the catheter) are known potential contributing factors to capsule damage. In this case, the severe calcification present likely contributed to the capsule damage, but this cannot be conclusively confirmed. Delamination of the capsule was also observed on the returned dcs, which typically occurs when the capsule is subjected to a bending force potentially after tracking through tortuous or challenging anatomy. The dcs and valve were recovered from the patient. The same val ve was loaded onto a new dcs and implanted successfully. Updated data: h.6 - eval method, eval results, eval conclusion codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received that prior to the valve implant, there were no difficulties felt while loading the valve. During the valve deployment attempt, the valve was dislodged due to the patient's functioning bicuspid valve and was recaptured. No adverse patient effects were reported. Updated data: b5, e2, e3, h6 - device code medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve needed to be recaptured. After the valve was recaptured, a capsule fracture was observed on the delivery catheter system (dcs). The dcs was recovered from the patient and the valve was loaded onto a new dcs. The valve was implanted successfully. No adverse patient effects were reported.